Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The advanced breathing system was re-seated to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient injury.